Event description:
It is reported that the customer is not satisfied with the zimmer air dermatome ii handpiece. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.

Manufacturer narrative:
Device was manufactured on 10/26/2012 and was last repaired on 06/11/2013 for a non-related issue. Evaluation revealed damage to the head and width plates, as well as mis-positioning of the master blade relative to the control bar. It was observed that there was difficulty with attaching the hose, which was an older style component, to the swivel; however, the hose did not display any visible issues. Prior to repair, the device was within calibration specifications at all tested thickness settings. Repair of the device included replacement of the head, width plates, hose, and standard repair parts. While the device displayed damage to components, the unit still operated as intended. The (B)(4) at zimmer surgical was made aware of and reviewed the event; replacement devices were shipped to the customer. A cause of the customer dissatisfaction, as related to the product investigation, could not be determined.